Event description:
N/a.

Manufacturer narrative:
Medwatch (mw5157080) was received with subsequent information: patient's head was pinned in supine position, 3-point mayfield head holder, patient was then turned prone. Surgeon was holding the patient's head (before connecting to swivel adapter) and while positioning her with the mayfield and flexing her neck, the mayfield head holder pins slipped, resulting in a 5 cm occipital region laceration. Laceration repaired and patient's head was re-pinned in another mayfield device. Procedure continued as planned.

Manufacturer narrative:
The mayfield triad skull clamp (a1108) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. The unit had little movement in the lock, but when the unit was put under pressure, it did not move. Since there was report of patient injury, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the findings of the service & repair report with no additional device deficiencies observed. Unrelated to the complaint issue, all worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the patient's head was pinned in the mayfield triad skull clamp (a1108) in supine position and was then flipped to reposition in prone position. The surgeon was holding the clamp-patients head (before connecting to the swivel adaptor) and the patient's head slipped from the clamp causing laceration. The patient's scalp was stitched and was then re-pinned in another clamp. Additional information was received as follows: 1. Was there a delay in surgery due to product problem? If yes, how long? >> yes there was delay. Approximately 30 minutes. 2. Was revision/medical intervention required? If yes, what revision/medical intervention was performed? >> the clamp disengaged from the patient after they were pinned. This disengagement caused a laceration on the right parietal portion of patient's skull.[redacted] had to repair the laceration with suture. This approximately took 20 minutes. The patient then needed to be re-pinned and positioned after repair of the laceration. It took approximately 10 minutes to re-position the patient to continue on with surgery. 3. Patient outcome. >> surgery was completed on patient as scheduled. Patient is doing fine as far as we know after surgery.